Event description:
Information was received from a patient who was implanted with a neurostimulator for other chronic/intract pain (trunk/limbs). It was reported that at their last appointment everything was working well. The patient was having pains in their leg because stimulation was turned off and they could not turn it back on because a patient programmer was not available. It was reported to be a gradual change in symptoms. The patient reported that stimulation kept shutting off on its own. The patient charged the implantable neurostimulator (ins) every couple of days and sometimes the stimulation turning off on its own coincides with the charging date, but the patient stated that the ins did turn off with a full ins battery. The issue of the stimulation turning off on its own had been occurring for the past couple of months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.